Event description:
MFR rec'd a report of a pt placing her finger in the scissor mechanism of a geri-chair while the care giver adjusted the recline position. This allegedly resulted in a laceration to the pt's finger. No malfunction has been reported.